Event description:
It was reported that during the implant procedure the patient¿s initial rhythm was atrial fibrillation (af) around 110 beats per minute (bpm), reverting to sinus rhythm with rate of 70 bpm. No heparin was administered as patient was considered high risk due to steroid use, temporary pacing lead in situ, and previous systemic infection. When attempting to cross the tricuspid valve significant atrioventricular block (avb) occurred resulting in asystole requiring external temporary pacing, cardiopulmonary resuscitation (CPR), and temporary lead placement. During contrast injections, to confirm device position, tine movement was noted and on one occasion the tines came outside the device cup requiring retraction. The device was repositioned twice due to unacceptable electrical values and a clot was suspected. The delivery system was removed for visual inspection. A clot and myocardium was observed attached to the leadless implantable pulse generator (ipg) and within the delivery system. The clot was removed and the system thoroughly flushed. The third position had acceptable electrical results and tine engagement. The leadless ipg was implanted. A post procedure echocardiogram was performed and a small pericardial effusion was noted. No change in patient's heart rate or hemodynamics. The patient had some confusion reporting chest pain however patient was in a confused state due to conscious sedation and it was difficult to determine the cause of the discomfort. The ipg remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.